Manufacturer narrative:
The reporter has indicated the lens is not available for return. The investigation is in progress. A follow up report will be submitted as additional information is received.

Event description:
It was reported that during surgery, the surgeon noticed that the intraocular lens (iol) implanted into the left (os) eye, appeared to have a scratch on the optic. The lens was removed and replaced intraoperatively with an iol of the same model and diopter. The second iol implanted successfully. There was no damage to the capsular bag, no loss of vitreous. There was no vitrectomy and the plan of surgery did not change. However, the incision was enlarged in order to remove the lens and sutures were required. In the physician's opinion, the most likely cause of the iol damage was forceps/handling. The patient's current prognosis was blurry vision at 24hrs. At 48 hrs, vision was improving. The doctor has continued to monitor and the patient is doing very well and the vision has improved immensely.

Manufacturer narrative:
The product was not returned for evaluation as it was discarded by the user facility. Per the reporter,the event is believed to be related to product handling. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
Further clarification was received from the account that forceps were not used, but the event is believed to be related to product handling.